Event description:
Complaint reportable upon analysis completed on 21jan2015. It was reported that during an angioplasty procedure a 20x2.50mm omega stent balloon would not expand. The device was removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable. Device analysis revealed stent damage.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of an omega stent delivery system (sds). There was blood in the guidewire lumen. The balloon was tightly folded with the stent secured on the balloon. Majority of the stent was damaged with flared and bent struts. Microscopic examination revealed that the majority of the inner shaft was buckled. The proximal end of the stent was stretched past the proximal markerband and balloon cone onto the shaft of the device. Microscopic examination and tactile inspection presented no damage or irregularities to the hypotube. Examination and inspection presented no damage or irregularities to the manifold. Testing was performed by prepping the device with an inflation device filled with water. The balloon was inflated and the portion of the stent on the balloon was deployed and the catheter maintained constant pressure, there was no indication of any leaks or other irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).